Manufacturer narrative:
(B)(4). Patient medications - doxycycline, triamcinolone, amlodipine, clonidine, metoprolol, nitroglycerin, aspirin. The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. The cause of the infection is reportedly unknown. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to infection.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016, the patient underwent treatment of a 50.2 mm abdominal aortic aneurysm whereby three gore® excluder® aaa endoprostheses were implanted. It was reported the procedure was an intervention of an open surgical procedure. According to the patient¿s medical history, the patient underwent open repair in 2007 whereby cryovein replacement of the infrarenal aorta was performed to replace infected aorta. However, it is reportedly unknown if the field of treatment was infected at the time of gore device implant. According to the report, culture data or reports from the 2007 cryovein replacement procedure is not available. On (B)(6) 2017, follow up imaging showed the aneurysm measured 33 mm. It was reported that on (B)(6) 2017, the patient was admitted for infection, and a biopsy of the periaortic tissue was cultured, showing latent syphilis. It was reportedly unknown if the syphilis infection was present at the time of gore device implant as the diagnosis was not made until 2017. It was further reported it is unknown if any of the gore® excluder® aaa endoprostheses are infected. According to the report, there is an area of concern that is adjacent to the trunk-ipsilateral leg component, but the contralateral leg components do not have any CT imaging or findings concerning for infection. The exact cause of the infection is reportedly unknown. According to the report, the patient is not a candidate for open repair. It was reported antibiotic treatment was administered, and the patient was discharged home on (B)(6) 2017. No further adverse events were reported.